Manufacturer narrative:
The product was returned for evaluation. Procedural imagery provided by the site showed significant calcification and tortuosity. Due to the nature of the complaint both functional and dimensional testing was unable to be performed. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for the proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint events were confirmed based on imagery and visual inspection. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. As reported per case notes, during tavr with a 26 mm sapien 3 ultra valve while advancing the valve and delivery system through the esheath resistance was encountered. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The imagery review revealed the patient had calcified and tortuous, access vessels. Scratches were observed on sheath shaft upon visual inspection, which indicates the sheath interacted with a calcified access vessel. Additionally, curvature was noted on the returned sheath likely due to tortuous anatomy. The presence of calcification and tortuosity could create challenging pathway during delivery system insertion through the sheath and lead to high resistance and push force. As such, available information suggests that patient factors (calcification, tortuosity) and that procedural factors (excessive device manipulation, valve strut caught on liner) may have contributed to the complaint event. The complaint was confirmed. No manufacturing nonconformances were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative action are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during tavr while advancing the valve and delivery system through the esheath resistance was encountered. The delivery system and valve were pushed through the sidewall of the sheath. The physician advanced the delivery system and valve alongside the sheath through the aorta and successfully deployed the sapien 3 valve in the annulus. The delivery system and sheath were removed as a unit without issue. Photos of the device after removal show an esheath liner tear and strand. No patient injuries were reported.